Manufacturer narrative:
The patient was reported to be doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device was removed from the return packaging for evaluation. The hawkone was connected to the cutter driver. It should be noted that the torque shaft was bent beneath the strain relief. The distal segment of the spiderfx device and hawkone device were returned in a sperate plastic cup. Inspection of the spiderfx revealed the capture wire distal end had fractured into two segments. One segment contained the distal tip and the spiderfx filter; the second segment was returned loaded onto the hawkone rotating distal tip. The proximal portion of the capture wire was not returned. The distal segment measured approximately 5.5 cm in length. Multiple bends were noted throughout the distal end of the wire; additionally, a bend was noted in the wire located within the filter. Microscopic inspection of the second segment revealed it was located at the distal apex of the guidewire lumen zipper tear in the rotating distal tip. The segment was removed, and a bend was noted where the device had been inserted. The segment measured approximately 3.0 cm in length; 1.0cm had been loaded onto the hawkone. The fracture face of the capture wire was ductile in nature. The hawkone was inspected and was observed the distal assembly was fractured apart. Biological debris was noted throughout the distal assembly. The fracture was radial and was located distal the anchor pockets and at the proximal edge of the coiled segment of the housing. The hinge remained intact. A c-shaped curve and multiple bends were noted throughout the distal housing. The cutter was returned advanced approximately 2.2cm distal to the cutter window. A section of what appeared be pet was noted around the cutter head. Microscopic inspection of the proximal end of the distal assembly revealed a segment of the inner coil was protruding from the proximal end of the distal assembly. Zipper tearing of the guidewire lumen was noted from the proximal end of the distal housing through the proximal e nd of the rotating distal tip. Separation and damage to the inner coils was also noted. The lumen at the rotating distal tip was pulled in a distal direction. Image review: one photographic image was provided for review. The photograph provided was of the distal assembly of both the hawkone device and the spiderfx device. Biological debris was noted throughout the hawkone distal assembly and spiderfx device. The hawkone distal assembly was separated just distal to the cutter window where the coil segment of the distal assembly began. The cutter of the device was advanced but did not appear detached. A section of what appeared be pet was noted around the cutter head. A piece of what appeared to be the inner coil was noted protruding from the proximal end of the distal segment. A c-shaped curve was noted throughout the coil segment of the distal assembly. The spiderfx device was inserted through the distal portion of the rotating distal tip and exited distal to the flush window. The spiderfx appeared to be torn from the guidewire lumen over the coil section of the distal assembly. The filter of the spiderfx device was partially inserted into the distal tip of the hawkone. The hawkone distal appeared to be bent and bulged due to the insertion of the spiderfx filter. No fracture of the spiderfx device could be seen in the returned photograph. The photograph provided was consistent with the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone s with a 6fr sheath and spider fx embolic protection device during treatment of a 50mm plaque lesion in the patients mid left popliteal artery <(>&<)> tibial/popliteal trunk. Vessel diameter reported as 4mm. Slight calcification and moderate tortuosity are reported. Lesion exhibited 80% stenosis. IFU was followed. Device prepped without issue. Pre-dilation was not performed. It is reported severe resistance was encountered during withdrawal. The device hung up on the sheath tip during removal resulting in tip detachments. The tip did not separate at the hinge pin. Cut down surgery was performed to remove the device tip (nosecone) from the patient at the groin.

Manufacturer narrative:
Prior to cut down being performed, everything was removed as one unit leaving just the device tip to be retrieved. If information is provided in the future, a supplemental report will be issued.